Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause for the valve malposition cannot be confirmed. However, patient and procedural factors [bulky leaflet calcification, less than optimal coaxial alignment of the valve/delivery system and positioning of the valve prior to deployment] may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the 23mm sapien xt valve was deployed too ventricular, requiring deployment of a second valve. Initially there was discussion between a 23 and 26mm valve. The echocardiographer was getting small measurements, so they decided to go with the 23 system. The valve was positioned in what was thought to be a 50/50 position to the native annulus and deployed slowly. After deployment, the valve position seemed very low [ventricular]. The team saw the valve move slowly towards the left ventricle during deployment, but the physician was unable to adjust the position. Echo confirmed the valve had been deployed below the level of the native leaflets. A second valve was deployed 60:40 [aortic:ventricular] with good results. The cause for the ventricular valve movement was not conclusively determined. The patient had mild native annular calcification and bulky native leaflet calcification. The sinotubular junction was mildly calcified. The native annulus area measured approximately 400-450mm by CT. Coaxial alignment of the delivery system and the valve was described as fair. The image intensifier angle was good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.